Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. The customer's blood glucose reading was 235mg/dl, and she has treated with manual injections. The customer also mentioned that insulin was squirting out, and the circle part at the end cap sticker was pushed out when she attempted to prime the device. The caller stated that the piston was moving in the opposite direction than designed. Advised the customer to revert to back up plan. No further information was provided.

Manufacturer narrative:
Unable to prime during the basic occlusion test. Motor error during the prime test due to loose motor drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.